Manufacturer narrative:
Failure analysis monitored the insulin pump and all operating currents tested within spec range. No failed battery test alarms noted. There was moisture damage noted on electronic assy during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage and failed battery test alarm. The customer's blood glucose reading was 291 mg/dl. The customer stated the insulin pump was submerged under water and there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.